Manufacturer narrative:
Date of event: (B)(6) 2017, the patient has been discharged home and is stable. Date of implant: (B)(6) 2017. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Information received, " [person initiating report] received an email this morning stating that [doctor's] last 2 [products] used for norwood procedures were falling apart and were not ideal for sewing." The surgeon has stated via email "what I have been experiencing is significant suture-line bleeding from what appears to be poor tissue integrity. I am becoming concerned the [product] technology may be making thin pa tissue a bit easy for sutures to pull through the tissue when under tension. Currently [it is] an observation but happening enough to concern me with long patches placed deep as with norwood procedures." The patient has been discharged home and is stable.

Manufacturer narrative:
A review of processing records was performed and no non-conformances or deviations were identified during this review. Graft (B)(4) was not returned to cryolife so no direct observations could be made. (B)(6); according to the processing records, this graft did not contain any attributes that would have rejected the graft. All attributes noted during inspection of the allograft were documented appropriately and the allograft met specifications. A review of training records indicates that the technician who inspected this allograft at packaging was appropriately trained for the task performed. There is insufficient information available to determine the root cause of the reported event. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
Information received, " [person initiating report] received an email this morning stating that [doctor's] last 2 [products] used for norwood procedures were falling apart and were not ideal for sewing." The surgeon has stated via email "what I have been experiencing is significant suture-line bleeding from what appears to be poor tissue integrity. I am becoming concerned the [product] technology may be making thin pa tissue a bit easy for sutures to pull through the tissue when under tension. Currently [it is] an observation but happening enough to concern me with long patches placed deep as with norwood procedures." The patient has been discharged home and is stable. Patient had prolonged bleeding at suture lines on graft. The patient "was discharged yesterday home to palliative care. Patient was assessed as high risk surgical prior to surgery".

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Information received, " [person initiating report] received an email this morning stating that [doctor's] last 2 [products] used for norwood procedures were falling apart and were not ideal for sewing." The surgeon has stated via email "what I have been experiencing is significant suture-line bleeding from what appears to be poor tissue integrity. I am becoming concerned the [product] technology may be making thin pa tissue a bit easy for sutures to pull through the tissue when under tension. Currently [it is] an observation but happening enough to concern me with long patches placed deep as with norwood procedures."